Manufacturer narrative:
The customer was provided with the part number for a replacement battery to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was spontaneously rebooting even with a fully charged battery.

Manufacturer narrative:
H10: additional narrative: on 11/29/18, mike harvey at gallup indian health service reported the bsm (mu-631ra sn:2776) spontaneously rebooted even though the battery was fully charged. The charge cycle of the battery was 1290. Service requested troubleshooting/assistance. Service performed customer was advised that the batteries have a warranty of 1 year or 200 charge cycles and that customer is well above the charge cycle limit. Part and pricing for battery was provided. Investigation result the device warranty began 11/19/11, which is over 7 years prior to reported issue. A review of device history found no previously reported issues with the unit spontaneously rebooting. The root cause is determined to be lack of preventive maintenance. The customer was using the bsm battery well beyond its expected life expectancy. The expected lifetime of the battery is outlined in the bsm-6000 series operator's manual, along with steps on how to replace the battery. Issue to be resolved by customer in replacing the battery. There were no further reported issues with the unit. From the results obtained, there does not appear to be an adverse trend for this issue. The device was not in use with a patient and there was no reported patient harm. Based on the given information, this complaint record will be closed. Additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information correction h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) was spontaneously rebooting even with a fully charged battery.